Manufacturer narrative:
The device was subsequently returned for testing. Upon receipt in our post market quality assurance laboratory, a thorough evaluation was performed. Normal sensing and pacing was confirmed. Initial testing noted the device had 43 resets in the reset counter. It was confirmed that the device had reached elective replacement time (ert) prior to explant. A longevity calculation performed on the device confirms that the device exceeded minimum expected longevity on the day of explant. It is concluded that the resets, and observations noted in the allegation, are a result of electrocautery used during the explant procedure. Boston scientific labeling states that the use of electrosurgical cautery could induce ventricular arrhythmias and/or fibrillation and may cause asynchronous or inhibited pacemaker operation. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that during the elective procedure to replace this pacemaker, cautery was used when trying to remove the device from the pocket. The patient went into ventricular tachycardia (vt) and passed out on the table. The patient was externally shocked which successfully converted the rhythm. The physician noted that the device was still pacing as expected after the shock and the device appeared to functioning normally.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.